Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, crack was observed on the optic after implantation. Lens was explanted in initial procedure. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol (intraocular lens) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken and detached from the optic. There is a crack/fracture at the optic/other haptic junction. The optic is scratched/marked-rejectable. Photo review: received photo shows a partially implanted iol. One half of the optic and one haptic are visible. There appears to be a mark/line on the optic. The haptic is slightly straightened and the distal portion of the haptic appears to be potentially protruding out of the lens cavity. We are unable to determine the root cause for the reported complaint " crack on the optic after implantation". The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).